Manufacturer narrative:
The manufacturer was informed that this event does not involve a perceval s valve, but to a perceval plus valve which is not yet available in the us. As such, this event no longer meets the reporting criteria.

Event description:
The manufacturer was informed that this event does not involve a perceval s valve, but to a perceval plus valve which is not yet available in the us. As such, this event no longer meets the reporting criteria.

Event description:
The manufacturer was notified that a perceval valve was explanted on (B)(6) 2020. No other information is available at this time.